Manufacturer narrative:
Root cause of reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware that post-aquablation procedure, and after hemostasis, a prostatic capsule perforation was noted on both sides (per manufacturer's instructions for use, prostatic capsule perforation is a perioperative risk of the aquablation procedure). In response to the prostate capsule perforation, the surgeon left a foley balloon catheter in place to allow healing of the perforation, and the patient was sent home. The patient's condition was reported to be satisfactory, and the catheter was successfully removed 3 days after the procedure. It was reported that the patient had previously been on a catheter and had undergone a turp (transurethral resection of the prostate) surgery four months before the aquablation procedure, along with prior radiation treatment. The treating surgeon expressed uncertainty regarding the cause of the injury, whether it was related to the waterjet, previous turp surgery, or the hemostasis, due to limited visibility during the procedure. No malfunction of the aquabeam robotic system was reported during this event.

Manufacturer narrative:
The aquabeam robotic system is a reusable device; therefore, it is still currently in possession of the user facility. The investigation of this event consisted of a review of the treatment log files, the device history record (DHR), and labeling. The aquabeam robotic system's treatment logs file was reviewed, which confirmed no malfunctions during the aquablation procedure. The review of the treatment logs indicated that the system functioned as designed. A review of the device history record (DHR) (B)(4) / serial number (B)(6) was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system met all design and manufacturing specifications when released for distribution. The aquabeam robotic system instructions for use (IFU), ifu0101-00, rev. E, was reviewed and states the following: 4.3. Warnings: procedure as with any surgical urologic procedure, potential perioperative risks of the aquablation procedure include: bladder or prostate capsule perforation. A root cause for the reported event could not be determined. Prostate capsular perforation is a potential risk of the aquablation procedure. The treating surgeon expressed uncertainty regarding the cause of the injury, whether it was related to the waterjet, previous turp surgery, or the hemostasis, due to limited visibility during the procedure. Based on the information received, plus the review of the event log files, DHR and IFU, the event is considered not to be device-related. Submission of this report does not constitue an admission that the manufacturer's product caused or contributed to the event.